Manufacturer narrative:
The device was received and evaluation was completed. The device history record (DHR) review revealed no findings that could have directly contributed to the current complaint. An event history log (ehl) review was not performed due to the reported problem(s) being a failure without logical activities or recorded events (e.g. Alarms, errors, etc.) That would confirm the problem or identify the direct cause of the event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during evaluation as the device was flow tested with passing results. The device was determined to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused infliximab during therapy (dose, programmed amount and delivery rate unknown). The device indicated that the infusion was complete however the bag was still full. The device then failed flow rate testing by the customer biomedical engineering. There was no patient injury or medical intervention associated with this event. No additional information is available.